Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 2 of 2:reference MFR. Report# 1627487-2016-04776.it was reported one of the patient's scs lead was migrated (confirmed via x-rays). Subsequently, the lead was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively. It is unknown which lead is related to the issue. Therefore, both the leads are being reported.